Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition. No physical damage. Per functional testing, the complaint could not be confirmed/duplicated. The occlusion pressure is in normal parameters. The cause was unknown. No further action will be taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device upstreamed occlusion with no reason. There was no patient involvement, and no harm/adverse event was reported.